Event description:
Rptr writes, "tuesday, february 17, 1998; I was injured during routine, annual mammography at" a facility. "The injury happened during exposure #4, on the left side of my body. I am a 61 year old woman who has had about 12 annual mammograms, including several in previous years at" the facility. "I was in good physical and mental health, when I arrived at" the facility, "for my mammography and had no pain of any kind in my breast. I left the hosp in pain! Feb 17, 98; the technician at radiology completed the first 3 mammograms with no problems. For exposure #4, similar to previous times, I was positioned with my left arm lifted up and placed on the machine. I was asked to place my feet in a specific way. My upper body was then adjusted several times in to a specific position for the mammogram. I felt somewhat "twisted" and different in position, than what I thought I remembered from before. When the mammogram machine was put on 'on', the opposing 'plates' - especially their edges - pressed very hard against my ribs and part of my underarm and the right side of my breast. I told the technician that it hurt, but got no response, instead, the machine was made even tighter! The mammography machine felt as if it was pushing/pressing deep in to my right side of my left breast and was trying to break my ribs on the other side. It was very painful and difficult to hold my breath and I let go earlier than told, but the exposure did come out. The actual left breast was not pressed much harder than usual, it was the sides, that suffered the injury. I again told the technician that the machine hurt me, but got no response. It hurt! After leaving the hosp I felt swelling and pain and had to remove my bra. The pain increased. I could not sit back comfortably, rest or sleep well. I was in terrible pain, and the left side of my back could not touch a chair or bedding, for any pressure caused additional pain. The pain was located on the right side of my left breast and felt as if a long edge of metal had been pushed in to my body and in a parallel, vertical line had the same sharp pain on the edge of my back and towards part of my underarm. The side of my back and underarm also appeared to be swollen. The pain was situated in the same places, where the mammography machine hurt me. I wondered, if I had cracked ribs, and also thought that I would turn black-and-blue from the injury, but this did not happen. Friday, feb 20, 98; the fourth day after my injury, a whole new dimension of additional pain developed. Now my whole breast was hurting and was stinging and burning. The pain got stronger as the day progressed. I did not know anything about shingles at that time but later learned, that the additional pain suffered beginning friday, was the same as the first symptoms of shingles. After the new pain started, th symptoms developed in timing and pattern as listed in dermatology brochures for shingles. Trauma is identified as a possible cause for shingles. The shingles developed directly on top of my injury around the left breast. During the first 3 day's of pain my symptoms did not resemble those of shingles. I have rec'd no apology, expressions of concern or recognition for the above described injury from" the facility, "and had to suffer additional pain, for it was so difficult to get prompt help. While I did describe the sequence of events of what happened in my 4.30.98 letter to" the ceo, they "never contacted me, to ask specific questions about the above described injury and how it happened. I suffered agonies of pain and then suffered additional stress, because of the manner in which I was treated by" the facility. "I am now very afraid of future mammograms! As a consumer, I purchased a healthcare service with which I am dissatisfied, for it caused me pain. Older women are constantly urged to go and have mammograms. There appears to be no central agency to help women if they suffer problems with mammograms. I hope, that by reporting my injury in this detailed manner, other women do not have to suffer such injury and it is made easier to have their complaints 'heard'."